Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, high out of range hv lead impedance was observed. Connector issue was suspected. Programming changes were made. Further testing was also recommended. The patient condition is good.